Manufacturer narrative:
Age at time of event: 18 years or older. The synergy ous mr 2.75 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts from the midsection lifted from the crimped profile. The undamaged crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15dec2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately calcified left anterior descending artery. Following pre-dilation, a 2.75 x 28mm synergy drug eluting stent was advanced for treatment but failed to cross the lesion. There were no patient complications reported and the patient status following the procedure was stable. However, device analysis revealed stent damage.